Manufacturer narrative:
Updated d4 & h4. The reported issue of dim segments was confirmed. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the sn (B)(6), service history record showed the device had a manufacture date of (B)(6) 2016. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only lvp display board assemblies were received for investigation.

Event description:
It was reported that eight lvp display boards needed to be replaced due to dim display segment. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that eight lvp display boards needed to be replaced. Although requested there was no additional information provided at this time.